Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) the physician used a cook endoscopy fusion lithotripsy extraction basket to remove stones. During removal of the stones from the ampulla, the orange outer sheath (wire guide lumen) split near the distal end. Another basket was used to perform the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). The contact details for the cook facility in (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the report observation could not be determined. The instructions for use for the fusion lithotripsy extraction basket direct the user to introduce the device into the endoscope accessory channel and with the elevator open, advance the basket in short increments until endoscopically visualized exiting the endoscope. If the elevator was in the closed position during advancement of the basket catheter through the endoscope, this could cause damage to the wire guide lumen of the extraction basket. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.